Event description:
An international customer reported an event of a "burning smell" (odor) emitting from the sterrad nx sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from fa-131 to 208472511/22/2013012c. Service report: a field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump was replaced. Unit meets specifications and was returned to service on 12/13/2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from 208472511/22/2013012c to z-0744-0746-2014. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The service history for this unit for the past six months (6/12/2013 to 12/9/2013) did not observe any significant trend. The trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk priority number (rpn) for issues related to a similar issue is within acceptable limits. The shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants that are self-managed. No parts were returned for further evaluation therefore, the cause was not confirmed. The severity of the issue was defined as negligible. Review of the tracking and trending data did not identify a trend. As a result, root or assignable cause analysis could not be performed. The reported issue was resolved at the customer facility. No further investigation is necessary at this time.